Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 wand would not deliver energy when ligation phase of procedure began. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 10/30/2020. An investigation was conducted on 11/06/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base which is due to clinical use. There were no visual defects of the silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device activated and transected tissue four (4) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed. The lot # 25153103 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 wand would not deliver energy when ligation phase of procedure began. A replacement device was used to complete the procedure. The hospital did not report any patient effects.